Event description:
It was reported that the IV tubing set separated below the pump segment prior to patient use. There were also others found separated inside the package. There was no patient involvement.

Manufacturer narrative:
No product will be returned. Photo provided by the customer a separation between the tubing and lower fitment. The root cause of the separations could not be determined. A device history record for model 2420-0007 with lot number 19123083 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2019. One quality notification (qn (B)(4)) was opened for tubing separation to lower fitment however the issue is being investigated under CAPA 1432807. This lot was manufactured prior to the implementation of the corrective actions.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing set separated below the pump segment prior to patient use. There were also others found separated inside the package. There was no patient involvement.